Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella 5.5 was inserted via the right axillary/subclavian artery with concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) for ongoing hemodynamic support and left ventricular unloading in a 73-year-old male for escalation of support from an impella cp due to acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Prior to escalation, the patient was reported as society for cardiovascular angiography and interventions (scai) shock stage d and required inotropic support, vasopressors, and respiratory support. During impella 5.5 support, concern for possible biomaterial ingestion was reported based on inability to achieve higher flows, waveform decoupling, and flat motor current. Troubleshooting included assessment of device position, right heart function evaluation, and volume status, all of which were reported to be stable. The device was repositioned without resolution of the reported findings. Activated clotting time (act) was reported at 194 seconds, and protamine was administered. Blood products were also administered; however, the reported findings persisted. No left ventricular thrombus was identified, and best-practice recommendations were reported to have been followed during insertion. At the time of the event, the impella 5.5 was operating at performance level p-4 with flows of approximately 1.5 liters per minute while providing left ventricular unloading in conjunction with va-ECMO support. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. The patient was successfully weaned from impella 5.5 support and survived to explant. Based on the available information, the reported inability to achieve higher flows with waveform decoupling and flat motor current may be consistent with suspected biomaterial within the pump; however, no left ventricular thrombus was identified and definitive confirmation was not reported. The event is conservatively reported as device performance not as expected. The patient experienced no reported permanent adverse clinical consequence and survived to explant.

Manufacturer narrative:
B1 product problem was omitted in the initial report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. D10 concomitant product was added. H6 type of investigation code was updated.